Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have a bent grip, causing the grips to become detached from the pin at the back of the grips. The bent grip caused the conductor wire to become dislodged. Common causes of the failure mode bent instrument grips -tips are typically attributed to misuse. Bent grips with an offset < 0.05 is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additionally, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument released energy. Root cause attributed to bent grip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding bent broken cable and cautery issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the force bipolar (471405-06/k10220620 0756) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6)2022 . No image or procedure video was provided for review. The probable root cause of the force bipolar instrument being stuck on tissue is attributed to either device design or use conditions. The force bipolar instrument has a ¿strong¿ mode and strong forces (i.e., rotational) applied to the instrument grip tips while grasping or pulling could displace and/or bend their proximal end. If a grip tip is displaced, it may be possible for the conductor wire to interfere with its backend and prevent the grips from opening. Regarding device design, the grip can over rotate due to grasping/pulling plus lateral loading action during the instrument¿s surgical application. Regarding use, dislodged grip tips can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also associated with an ongoing corrective and preventive action (CAPA) for the force bipolar instrument. One of the corrective actions associated with design aims to move the force amp pulley to grip pin location to prevent ease of over-rotation and/or implement mechanical stop to prevent over-rotation. No additional actions are required given that a design change is in progress to help mitigate grip tips being stuck on tissue. This complaint is being reported based on the following conclusion: jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken cable and cautery issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.